Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was stuck on the blue screen due to a hard drive failure. A field service engineer resolved the issue by replacing the hard drive. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system failed to start following a reboot, displaying a recovery note indicating that the pc required repair. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a moderate delay and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.